Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient was implanted with a ventricular assist device on (B)(6) 2018. Until then, no anomaly was observed with the subject ICD. In (B)(6) 2018, the patient received inadequate shocks. Therefore, right ventricular sensitivity was reduced (the parameter was reprogrammed to 1.0 mv). Preliminary analysis of provided patient files, dated of 2017, confirmed that the device was properly working at that time.

Event description:
Reportedly, the patient was implanted with a ventricular assist device on (B)(6) 2018. Until then, no anomaly was observed with the subject ICD. On (B)(6) 2018, the patient received inadequate shocks. Therefore, right ventricular sensitivity was reduced (the parameter was reprogrammed to 1.0 mv). Preliminary analysis of provided patient files, dated of 2017, confirmed that the device was properly working at that time.